Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a burning sensation at the scs ipg site. Reportedly, the burning sensation was all of the time and progressing. The patient's spouse stated the patient had a fall directly onto the ipg site. After the fall the patient experienced tenderness and swelling at the ipg site. Follow up information received identified the patient's physician decided to explant the patient's scs system.